Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully utilizing a 14f amplatzer torqvue delivery system. On (B)(6) 2024, the patient was hospitalized with a large pericardial effusion with possible cardiac tamponade. Patient had a low pulse of 37 bpm. Atropine was administered twice with no effect. Temporary transcutaneous pacing was applied while being brought to the cath lab where emergent pericardiocentesis was performed.

Manufacturer narrative:
It was reported that the patient was hospitalized with a large circumferential pericardial effusion with possible cardiac tamponade after 3-weeks of successful amulet device implant. Also reported that, the patient had a low pulse of 37 bpm. The physician believed that the amulet device caused the pericardial effusion. Information from field indicated that there was no recaptures and no difficulty implanting the device; no wire was placed in the laa and there was no excessive exchanges of devices. The patient was taking oral anti-coagulants (oac) prior to procedure and also at the time of pericardial effusion. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, tte images were the same day as the procedure and most likely the pre-discharge imaging. It appeared that there was a trivial circumferential pericardial effusion. No other images were provided. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. The cause of reported patient effects cardiac tamponade and bradycardia could not be conclusively determined. The reported intervention was a result of case-specific circumstances as emergent pericardiocentesis was performed to drain the fluid. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: 2682 added.

Event description:
Subsequent to the previously filed report, additional information was received: there was no recaptures and no difficulty implanting the device. No wire was placed in the laa and no excessive exchanges of devices. Prior to procedure, patient was taking oral anti-coagulants (oac). On (B)(6) 2024, the patient was hospitalized with a large circumferential pericardial effusion with possible cardiac tamponade. Largest width of effusion was 2 cm. Patient had a low pulse of 37 bpm. Atropine was administered twice with no effect. Temporary transcutaneous pacing was applied while being brought to the catheterization lab where emergent pericardiocentesis was performed, draining 800ml of fluid. Patient was still on oac at time of pericardial effusion. The patient was reported to be stable and discharged on (B)(6) 2024. It was thought the pericardial effusion was likely caused by the amulet occluder.